Manufacturer narrative:
A1: patient identifier: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cardiovascular tech (cvt). The actual device was not available; therefore, the actual device will not be returned for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the cardiovascular technician (cvt) placed product, and when they deployed the device the entire angio-seal vip came out of the patient with the anchor not being set. The tech immediately applied direct pressure and all items were recovered. The tech had cut open the tube to discover all items were still in vip device and not in patient. Type of procedure performed was a diagnostic catheterization. There was no blood loss. Additional information was received on 19aug2024: there was no problem with the insertion of the device, the angio-seal vip was totally intact in the tube after the case. The patient was stable.